Manufacturer narrative:
Siemens investigated an outside of the united states (ous) customer observation of a low advia centaur xp anti-thyroglobulin ii (atgii) patient sample result that was considered discordant relative to higher results obtained using alternate test methods. Quality control (qc) was within acceptable ranges and calibration was valid. It is unknown why the physician disputed the advia centaur xp atgii low result. No patient injury is reported. Patient had undergone thyroidectomy around 5 years ago. Complete details of the surgery, post-surgery treatment, current clinical condition is unknown at this time. The indication for thyroidectomy is unknown at this time. From the description provided, a customer complaint was received regarding discordant falsely depressed atg result on a patient sample when compared to results across alternate non siemens platforms (abbott, roche) over a period of 2-3 months. From the data provided, it is noted that the atg results on a post thyroidectomy patient was consistently below the cut off for 5 years. The results from alternate non siemens platforms were above the cut off over 2-3 months and these results were considered correct by the physician. There is no evidence of wrong results from siemens platform. Anti-thyroglobulin is intended to be used as an aid in the diagnosis of hashimoto¿s and graves¿ diseases which are autoimmune diseases affecting the thyroid gland. The indication for thyroidectomy and monitoring atg for 5 years is unknown at this time. According to good laboratory practice, the assay would have to be validated by the customer if used other than intended in the IFU. It is unknown at this time if the assay had been validated by the customer or laboratory if used other than intended use. According to good laboratory practice, results across different methodologies cannot be directly compared due to the lack of assay standardization. Also, results which are drawn at different times cannot directly be compared or anticipated to be equivalent as treatment may be provided between these draws. Worst-case scenario for a falsely depressed atg assay could potentially lead to a potential delay in more timely follow-up of autoimmune thyroid disease, missed identification of potentially unreliable serum thyroglobulin measurements, or a potential delay in identification of recurrence or treatment effectiveness if used as a surrogate tumor marker (off label). Mitigations would include correlation of test results with patient¿s clinical signs and symptoms, repeat testing on the same sample or with a fresh draw, and follow up with additional assessment such as t3, t4, tsh, ft3, ft4 and anti-tpo results and tsi (thyroid stimulating immunoglobulin). There will not be 100% clinical concordance between the advia centaur atgii assay and other manufacturers assays. Reasons for this are differences in antibodies used, differences in assay architectures, and differences in assay standardizations. The limitations section of the instructions for use (IFU) states: "patient samples may contain heterophilic antibodies that could react in immunoassays and cause falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Additional information may be required for diagnosis. Anti-thyroglobulin values obtained from different test methods will vary and cannot be used interchangeably." The issue was resolved by routine troubleshooting by re-running the sample on an alternate platform. The customer is operational and requires no further support. This ous product (catalog number 11201758, as listed in d4 of this report) is associated with similar product in the united states: catalog number 10492398 / 510k submission number k012777.

Event description:
The customer obtained a low advia centaur xp anti-thyroglobulin ii (atgii) patient sample result (0.4 iu/ml, on (B)(6) 2024) that was considered discordant relative to higher results obtained using alternate test methods. The advia centaur xp atgii low result was reported to the physician and was questioned. There is no allegation of patient or user intervention or adverse health consequences due to the event.